Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately (B)(6). Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Upon receipt of additional information, a supplemental report will be submitted accordingly. Referenced article: cardiac resynchronization therapy with intraoperative epicardial mapping via minithoracotomy: 10 years¿ experience. Pacing and clinical electrophysiology. 2021. 44:101¿109. Doi: 10.1111/pace.14123. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cardiac resynchronization therapy defibrillator (crt-d) implant via mini thoracotomy. The article reports patients that experienced ventricular fibrillation (vf) during the implant procedure and were successfully defibrillated. There was also one patient that had a pocket infection, the lead was removed. The status/ disposition of the leads is unknown. No further patient complications have been reported as a result of this event.